Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 162 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. A different issue was identified.